Event description:
The customer reported via phone call that the insulin pump alarmed force sensor calibration values corrupted during bolus. Blood glucose value was 121 mg/dl. It was stated that every time the alarm is cleared, the insulin pump tries to do a selftest and cannot complete it and keeps alarming. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer refused to get the replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.